Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the cartridge was leaking at the patient line. Customer had not yet reloaded a new cartridge to address the issue at time of call; however, stated that they will call tandem technical support should issues arise or persist. Customer's blood glucose was 278 mg/dl.